Manufacturer narrative:
Note: see related mfg. Report # 6000153-2015-00425 regarding patient's other implanted lead; concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The patient reported that about a year after having the battery removed, she was cooking dinner and felt a shock in her legs and the sensation she had regained was gone. The patient noted that she had regained sensation which was lost due to her spinal cord injury from using the stimulator. The patient was upset, went to the neurologist and/or neurosurgeon and had cat scan and myelogram done. The doctors could find nothing wrong and noted there was a possibility the lead in her spine had moved, but they weren't sure as the doctors did not have previous imaging to know for sure. The doctors recommended not doing anything about it unless there was additional sensation loss or increased pain, which there had not been. The patient was going back to ask her doctor to put a new battery in. Follow-up was being conducted to determine the steps taken to resolve the reported issue. Indication for use included rsd/causalgia-complex regional pain syndrome.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that about 3-4 months before sensation loss, the patient was involved in physical therapy. The therapist had very quickly and forcefully twisted the patient&#38112;spine a number of times, trying to release a "locked" muscle. The patient wondered if that twisting might have caused the lead to eventually move. The patient began having increased pain during physical therapy and thought it was due to the exercises, but maybe it was because the lead moved. The patient eventually stopped therapy because it was too painful and she was not improving. If additional information is received, a supplemental report will be submitted.